Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # r95669. Additional information was requested, and the following was obtained: was a piece of the device jaws broken off? No further information is available. Was the firing trigger broken off? No further information is available. Device analysis: the analysis results found that the el5ml device was returned with the tissue stop out of position and was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 1 clips was found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot/batch number r95669, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a part of the device was broken off during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.